Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and the clips were not fed into the jaws, the feed bar would not retract to be able to fed the next clip, also causing the jaws to be misaligned. The instrument was disassembled in order to evaluate the condition of internal components. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred and leading the unexpected resistance in grasping the trigger at the 1st firing and also causing the reported breaking noise heard. Additionally, the feed bar was noted to be disengaged from the outer coupling causing the feeding issue. Twenty one clips were found inside the shaft of the device. No conclusion could be reached as to what may have caused the premature lockout. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown laparoscopic procedure, there was an unexpected resistance in grasping the trigger at the 1st firing. Also a breaking noise was heard. After that, the clip was not fed into the jaws. The jaws seemed to be out of alignment. The device was not fired on the target tissue. There were no adverse consequences to the patient.